Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the low blood glucose levels. Customer¿s blood glucose value was 47mg/dl at the time of incident. Customer treated this with juice/cookies. Customer¿s current blood glucose level is 178mg/dl. Customer mentioned going down to low blood glucose of 40mg/dl and passing insulin pump will not be returned for analysis.